Event description:
It was reported that "the white cap of the tap was not properly screwed and was falling out. Loss of this plug may put the patient at risk of air embolism. However, no clinical consequences were observed. This reference is the substitution of the device pvc extender l1ocm di3mm+rob3v lipidpvc extender l1ocm di3mm+rob3v lipid ref: di103vg which is not on the market anymore". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).